Event description:
It was reported that during demo/installation, the m4 microdebrider get´s warm and was very slow. The handpiece was overheating about 15 to 20 minutes of use. The device is being run at 5000 rpm in the oscillation mode. The irrigation of the flow rate is 5 cc/mm. The blade only turns halfway round. The procedure was completed with the backup product. There is no patient involved in this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.